Manufacturer narrative:
Initially this was an intraoperative placement issue. This was a two-level implantation. The surgeon was unhappy with implantation at c4/5. The initial device was removed and replaced with another m6-c. The device subsequently migrated into the canal. The patient was asymptomatic. The device was removed after 6 months and the c4/5 level was fused. In summary, this device was removed due to migration that was likely caused by removing and replacing the initial device during implantation. There was no device malfunction. This was a two-level implantation. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7. The IFU states that the safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery.

Event description:
It was initially reported that during a procedure the surgeon was unhappy with the placement of the implant, the device was removed and replaced with another implant that was readily available. New information was reported that the device subsequently migrated into the canal. It was also reported that the patient was asymptomatic. It was reported a two-level patient was revised. The device was removed after 6 months and the level was fused. There was no device malfunction alleged.